Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) alarm situation check patient line. This situation occurred during drain 1. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that he found a lot of air in his patient line. The tsr explained that the hp would need to end therapy and start over with new supplies. The tsr then walked the hp through ending therapy early procedure. No patient injury or medical intervention was reported. (B)(4) contacted the caregiver/patient on (B)(6) 2010. They stated the following: the clamp on the drain line was not closed all the way. Using new supplies resolved the alarm. The sample was discarded and lot number was unknown. They were on a new box of supplies so the companion sample was also unavailable. Baxter advised they may want to contact the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was unknown; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line (cpl) alarm and was not confirmed in the lab due to a lack of sample. The patient stated that there was air in the patient line. The root cause was not identified. This review finds the labeling adequate for the reported user errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.